Event description:
According to the reporter; during a low anterior resection surgery, the port was inserted once into the patient¿s abdominal cavity, then was removed and re-inserted. After the second insertion, surgeon noted the balloon was damaged. Surgeon states that no instruments were contacted to the balloon.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the trocar balloon and the locking collar were broken. The obturator and inflation syringe were received. The condition of the device precluded functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. . However, the investigation detected a secondary condition of cracked lock collar that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.